Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead impedance had increased significantly and suddenly due to an apparent lead fracture. The patient is monitored remotely and the atrial lead remains in use. No patient complications have been reported as a result of this event.